Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13464.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the devices) may have contributed to the embolization of the valve and subsequent explant and implant of a surgical valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. The valve was reported to be correctly crimped. No difficulties were reported while inserting and advancing the commander delivery system through the esheath. Valve alignment was performed with no issues. As the balloon was being inflated, the valve moved approximately 1mm to 2mm proximal when crossing the annulus; however, this was compensated by pushing the system 1mm to 2mm distal. The valve embolized into the aorta. The decision was made to convert to open surgery. The thv valve was removed and a surgical valve was implanted. At the time of the report, the patient was in stable condition and discharged. Information regarding the native annular diameter and degree of valvular calcification was not provided. It was perceived that when the thv valve moved slightly on the balloon, the inflation may have pushed the valve towards the aorta.

Manufacturer narrative:
The explanted sapien 3 valve was returned to edwards lifesciences for evaluation. Visual inspection revealed the valve was not fully expanded. All struts were exposed through the skirt, which is normal after crimping and use. The frame was also distorted, likely due to the explant. Review of the case imagery provided revealed the valve embolized into the aorta after deployment. The valve was not fully expanded with a waist (under expansion). The crimped valve was slightly off the distal marker toward proximal during the initial position, which was likely due to crossing the aortic arch per the report. No functional testing or dimensional analysis was able to be performed due to the returned condition of the valve (frame distorted). Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other related complaints. Complaint history review from (B)(6) 2019 to (B)(6) 2020 for the sapien 3 valve (all models and sizes) revealed no other similar confirmed complaints for the applicable complaint code. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, the sapien 3 assemblies undergo multiple 100% visual and dimensional inspections by manufacturing and quality. The in-process valve undergoes 100% inspection for manufacturing defects before and after valve holder attachment. Prior to final packaging, 100% visual inspection is performed. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the provided imagery. No manufacturing non-conformance was identified during the evaluation. A review of DHR, lot history, complaint history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, ¿the perceived root cause was that when the thv moved slightly on the balloon, the inflation might have pushed the valve backwards¿, and noted that ¿during the alignment of the valve, when the center marker was in position, they did not relieved the tension on the device by unlocking the commander¿. Per training manual ¿release stored tension prior to thv deployment¿. Additionally, review of the imagery shows that the crimp valve is proximal to the distal alignment marker. If the valve is not aligned on the inflation balloon and the if the delivery system tension was not released at the final thv positioning during deployment, the valve could potentially move toward the aorta during balloon inflation. Although a definite root cause was not able to be determined. Available information suggests that procedural factors (unreleased delivery system tension prior to valve deployment, valve not aligned on inflation balloon) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.